Event description:
It was reported that the patient had swelling at the midline incision site. The physician performed an incision and drainage. The patient was placed on antibiotics and was doing well. Additional information was received that the patient had a non device related infection and the symptom of painful swelling at midline was back. All device components were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7075938.

Event description:
It was reported that the patient had swelling at the midline incision site. The physician performed incision and drainage. The patient was placed on antibiotics and was doing well.